Event description:
Foley catheter drainage tubing with "natural" crimp at the drainage bag connection. Created an incontinence episode for the patient with urine overflow due to the crimped tubing on [redacted].